Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen would not stay calibrated. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 21sep2018. Date of manufacturer: 06july2018. Technical support provided parts ID for the touchscreen and referenced the service manual replacement procedures. The customer repaired the unit by replacing the v60 touchscreen and returned it to clinical use. No patient information provided by the customer. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.